Manufacturer narrative:
UDI number: (B)(4). Investigation is ongoing.

Event description:
As reported, during tavr with a 26 mm sapien 3 ultra valve in the aortic position via tf approach, the balloon ruptured during valve deployment. The patient's annulus diameter measured 540 mm. The physician decided to add +1 cc volume even though it was not recommended. Upon removal, withdrawal difficulties were noted. There was major vascular complications, the balloon completely dislodged from the delivery system and was stuck in the leg. There was 3 failed stent graft and a cut down was performed to retrieve the system. The patient was alive at the end of the procedure.

Manufacturer narrative:
Corrections to h1.  The delivery system was not returned to edwards lifesciences for evaluation.  In addition, no imagery was provided for review.  Due to the unavailability of the device, engineering was unable to perform any visual, functional, or dimensional analysis. As a result, presence of a manufacturing non-conformance was unable to be determined. The delivery system and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis.  All inspections passed specifications for lot release.  These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformances contributed to the reported events. A device history record (DHR) review was performed and revealed no manufacturing issues that may have contributed to the reported event.  A lot history review was performed and revealed similar complaints relating to delivery system withdrawal difficulty, but no additional complaints for balloon burst and distal tip nose tip separated.  A review of the complaint history for the edwards ultra delivery system (all models, all sizes) revealed no manufacturing non-conformances.  The complaints for balloon burst, withdrawal difficulty, and distal tip nose tip separated were unable to be confirmed due to the unavailability of the device or applicable imagery. Although details of the patient anatomy were not given, it is possible that annular calcification contributed to the complaint event. Patient factors, such as annular calcification, can present a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressures, calcified nodules in the annulus can compromise the structure of the balloon wall even at low inflation pressures. This can occur due to mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. The complaint description also stated that ¿the physician decided to add +1 cc volume even though it was not recommended.¿ the additional volume used may have caused the balloon to become overinflated and contributed to the balloon burst. As stated in the complaint description, ¿upon removal, withdrawal difficulties were noted. There was major vascular complications, the balloon completely dislodged from the delivery system and was stuck in the leg.¿ it is possible that the burst balloon would then have created difficulty withdrawing the delivery system, as the altered balloon profile could have gotten caught on the tip of the sheath or other parts of the patient anatomy. The additional force used in order to remove the delivery system could have caused the nose tip to separate during withdrawal. While a definitive root cause was unable to be determined, available information suggests that patient factors (annular calcification) and/or procedural factors (additional volume added to balloon inflation, device manipulation/excessive force as a result of retrieval difficulty with burst balloon) may have contributed to the reported events. A review of the DHR, lot history, and complaint history, did not provide any indication that a manufacturing non-conformance contributed to the reported events. A review of manufacturing mitigations supports that the device has proper inspections in place to detect issues related to the reported events. Additionally, a review of the IFU and training manual revealed no deficiencies. Since no product non-conformances, labeling/IFU inadequacies were identified during this evaluation, neither a corrective/preventative action nor a product risk assessment (pra) are required at this time. However, a pra and a CAPA were previously initiated per management discretion to investigate the balloon burst/withdrawal difficulty issue and its associated risks. A training bulletin has been released to assist in reinforcing key training steps in valve deployment and delivery system removal.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Corrections to sections outcomes attributed to adverse event, type of reportable event, and updated section date rec¿d by MFR. Based on additional information received on voluntary medwatch report (B)(4). According to the medwatch report, per the hospital report, upon removal of the delivery system, due to the ruptured balloon the delivery system crimped on itself as it was being pulled down the ascending aorta and became struck in the tortuous right common iliac.  An angiogram showed that the right common iliac was damaged with a perforation.  Multiple blood transfusions were given as well as pressor support during the course of the procedure due to significant retroperitoneal bleeding.  The patient was transferred to the intensive care unit intubated and in critical condition.  The patient was diagnosed with ards as a result of the ¿multiple blood transfusion and blood products¿ required during surgery.  The patient ¿spent the next five months in and out of various icus, with recurring pneumonia, lung damage, internal bleeding, sepsis and became ventilator dependent.¿ the patient was first intubated, followed by tracheostomy and required a peg tube for feeding.   The patient¿s condition became progressively worse and the patient¿s family decided to have the patient on comfort measures.  Per report, the patient was removed from life support and expired approximately 5 months post tavr procedure due to complication of the tavr.  The exact date of death is unavailable.

Manufacturer narrative:
The recall number assigned to the event reported in this manufacturer report has been received and documented in section h9 of this report.